Event description:
Reporter indicated that pt developed an infection post-operatively. The pt was hospitalized for six weeks and received antibiotic therapy (vancomycin and then ancef). The device was not explanted. Physician reported that the pt has completely recovered.